Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and connected, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. It was also noted that the pressure waveforms were not properly displayed. The iab was removed and replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing and sheath was also returned approximately 19.30 cm from the iab tip. Three kinks were observed on the catheter tubing approximately 37.33cm, 66.04cm and 68.32cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, sheath and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint #(B)(4).

Event description:
N/a.